Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins site was uncomfortable and the patient was having a difficult time recharging the ins. The patient said she was pleased with the programming coverage and runs the device 24/7. An impedance connectivity check was done with results in normal ranges. The physician noted that the ins was more lateral than initial placement and would be scheduling a pocket revision. No further complications were reported.